Manufacturer narrative:
Follow-up #1 (09/07/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his on (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 8:00pm. As part of his diabetes regimen, the patient claimed he is on an insulin pump. At the time the alleged issue began, the patient indicated no action was taken regarding his diabetes regimen. The patient claimed he was experiencing "low blood sugar symptoms" 10 minutes after the alleged issue began. In response to his symptoms, the patient claimed he treated himself with food and/or drink. At the time of the alleged issue, the patient stated no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, and the correct test strips were used. The alleged power issue was not resolved with training since the meter did not turn on with the power button and with the test strip insertion per the owner's manual. Replacement products were sent to the patient. The mss was not able to confirm with the patient what his specific "low blood sugar symptoms" were. Therefore, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.